Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump display became stuck on "1" and customer was unable to interact with the pump. There was no reported impact to the customer's blood glucose (bg) levels. During troubleshooting with tandem technical support, the customer was able to perform a button alarm and the pump screen was able to function.